Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, there was an outer tubing environmental stress cracking breach/breach (non-electrical), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
An allegation from an attorney indicated the lead had exhibited a fractured and/or was explanted. Additionally, it was alleged the patient is deceased.